Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via phone call damage on the insulin pump. Customer's wife advised the customer has been hospitalized about 6 to 10 times over the past 2 years. Customer experienced diabetic ketoacidosis along with high and low blood glucose levels. Customer's insulin pump is scratched and they need to repeat the rewind process.